Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank) h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; further described as transfer set ¿pulled away from itself so they could see the inside parts¿. This was observed while disconnecting after peritoneal dialysis (pd) therapy. The patient was unable to disconnect the patient line of the cassette from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.